Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. During the procedure it was noted that the lead had fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on the lead. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.